Event description:
It was reported that the battery pack was observed to be defective. The event occurred outside of surgery on an unknown date. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The investigation found one battery pack was busted open and there were pieces of batteries as well as black debris from the battery expulsion throughout the tyvek tray.

Manufacturer narrative:
This event is recorded with zimmer biomet under(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. (B)(6). G2 foreign: canada visual examination of the returned products identified: battery pack was busted open and there were pieces of batteries as well as black debris from the battery expulsion throughout the tyvek tray. Inspection of the interior of the battery pack found one of the wires appeared pinched not far from where it connected to the terminal of the pack. Batteries were in the correct orientation inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.